Event description:
It was reported that the patient experienced ineffective stimulation after a fall. As a result, surgical intervention was undertaken on (B)(6) 2019 to replace the lead. Stimulation therapy was restored postoperatively.